Manufacturer narrative:
FDA refference# mw5043141.

Event description:
It was reported that allegedly the patient had burns on the back from use of a temperature pad.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2015-00332. The device reported for this complaint was accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # # 0001831750-2015-00332 for full reporting.

Event description:
It was reported that allegedly the patient had burns on the back from use of a temperature pad.